Manufacturer narrative:
The device was returned, analysis was performed and no anomalies were found. Performance data collected from the device was also received and analysis of the device memory indicated oversensing associated with the right ventricular lead, device detection and the unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular (rv) lead and a suspected sensing/detection problem with the cardiac resynchronization therapy defibrillator (crt-d). In addition, there was high impedance and a confirmed rv lead fracture. The rv lead was capped and replaced and the crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.